Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the proximal shaft broke. The physician had pre-dilated an 80% stenosed, non-calcified, severely tortuous distal pda lesion. The physician then unsuccessfully attempted to cross the residual 60% stenosed lesion with the taxus express2 8.8% 2.75 x 32 mm drug eluting stent. It was then noted the proximal shaft to the delivery system was broken outside the pt's body. The physician was able to remove the rest of the delivery system including the stent from the pt. No pt injury or complications were reported. No additional info is available at this time.